Event description:
It was reported that during normal follow-up, device interrogation revealed one episode of vt/vf that was not resolved with hv therapy. The physician elected to increase the patients follow-up visits. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.